Event description:
Once the inner dilator of introducer was removed, we inserted the .035 wire through the outer sheath. The outer dilator of introducer kit, as we tried to pull it out, broke. This is most likely due to patient anatomy and scar tissue. The top funnel shape of introducer snapped off leaving the plastic sheath part in the patient and on the wire. It was then grabbed with hemostats and loosened and pulled out of patient and eventually pulled off wire. We were then able to keep access and put the normal 4fr sheath into the vessel.